Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: broken power supply. Replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: does not charge the battery. There is no electricity at the output of the power supply, broken power supply.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: broken power supply. Replaced the defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: does not charge the battery. There is no electricity at the output of the power supply, broken power supply.